Event description:
Customer reported the insulin pump was delivering insulin 24 hours a day and previously would have to program a bolus when her blood glucose has been high but she hasn't any more as her blood glucose has been running low. Customer stated her blood glucose started at 94 mg/dl and now was waking up with blood glucose of 43 mg/dl. She has been experiencing low blood glucose for three weeks. No lows for today but she had just seen her doctor. The drive support cap was normal. Most recent set change was (B)(6) 2015. She always disconnects but sometime rewinds with the reservoir in the chamber. She uses rapid acting insulin with a concentration of 100 units. Settings were correct and her doctor had changed her basal settings. The device was not exposed to an MRI. Customer was advised to monitor the device and call back if issues persisted. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.